Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "inadequate flow rate" event was confirmed via review of the controller log files, which revealed a sustained decrease in estimated flow and power consumption and multiple low flow alarms. Waveform trends of this nature may be indicative of an occlusion or change in patient state. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information there is no clinical indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities such as multiple cardiac conditions, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: 03/04/2016: normal power consumption: additional notes: -19 low flow alarms have been logged since (B)(6) 2016. The current low flow alarm limit is set to 2.0 lpm. 1 vad disconnect alarm was logged on (B)(4) on (B)(6) 2016 at 09:51:30. During the last 3 hours of recorded data, there was a sustained decrease in power consumption and estimated flow below the normal range death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the us that the patient was found at home by cousin and was transported to the ER. On arrival in the ER, the patient was found dead with fixed/dilated pupils. The controller was obtained and log files revealed: low flows were triggered on (B)(6) at 7:53pm and resolved at 8:06pm (the night before) with what appears to be suction event. Low flows were triggered on (B)(6) at 6:33am with steadily decreasing flow until 7:45am. Patient died "of unknown cause".